Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system dispplayed an ma on in error message and locked up. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.